Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.

Event description:
It was reported that the cadiere forceps instrument was noted to be broken at the bend of the tip of the instrument during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.